Manufacturer narrative:
Initial and final MDR 1875831 - MDR 3003442380-2024-04930 - device 3 of 8. (B)(6). The reference samples were visually inspected and tested for flow and leak. All test results were within specifications.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced eight infusion set leaking from site events between (B)(6) 2024. The set was in used for less than one day. No further information available.